Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not load properly and the instrument did not fire. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
The subject device was returned broken , therefore, the exact cause of the condition could not be reliably determined.